Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a box of thirty (30) flexicaps were reported to be expired. The expired flexicaps were discovered prior to use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.